Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain increased baseline pain post essure placement') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 32-year-old female patient who had essure (batch no. B71768) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included gestational hypertension, kidney stone, polycystic ovarian syndrome, pelvic inflammatory disease, parity 4, reproductive tract disorder nos and mental disorder nos. Previously administered products included for birth control: mirena from (B)(6) 2013 to (B)(6) 2014 and generess until (B)(6) 2013; for an unreported indication: zofran. Concurrent conditions included burning micturition, low back pain, blood in urine, pruritus, mood swings, emotional problems, ovarian cyst, metrorrhagia, polycystic ovaries, allergic reaction to analgesics, premenstrual dysphoric disorder, malaise, polycystic ovarian syndrome and vomiting. Concomitant products included sertraline hydrochloride for anxiety as well as butalbital;caffeine;paracetamol (fioricet), ethinylestradiol;ferrous fumarate;norethisterone (generess fe), hydrocodone bitartrate;paracetamol (lortab), medroxyprogesterone acetate (provera), metformin hydrochloride (metformin hcl), metronidazole (metrogel vaginal), mirtazapine, mirtazapine (remeron), naproxen, ondansetron hydrochloride, ranitidine hydrochloride, ranitidine hydrochloride (zantac), sertraline hydrochloride (zoloft), tamsulosin hydrochloride (flomax relief) and tranexamic acid. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal) / vaginal spotting"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: frequent urinary infections"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), nervousness ("psychological or psychiatric problems condition: increase nervousness"), rash ("rashes or skin conditions type: rash"), rash macular ("rashes or skin conditions type: blotching"), migraine ("migraines/debilitating migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), insomnia ("insomnia"), lethargy ("lethargy"), hyperhidrosis ("sweating"), pelvic cyst ("pelvic cysts"), sitting disability ("inability to sit") and dysstasia ("inabiltiy to sit or stand for periods of time") and was found to have hormone level abnormal ("hormonal changes describe: imbalance of hormones") and weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urinary tract infection, anxiety and insomnia was resolving, the pelvic inflammatory disease, hormone level abnormal, vaginal haemorrhage, menorrhagia, depression, nervousness, rash macular, migraine, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, urinary tract disorder, bladder disorder, lethargy, hyperhidrosis, pelvic cyst, sitting disability and dysstasia outcome was unknown and the rash and headache had resolved. The reporter considered allergy to metals, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, dysstasia, fatigue, headache, hormone level abnormal, hyperhidrosis, insomnia, lethargy, menorrhagia, migraine, nausea, nervousness, pelvic cyst, pelvic inflammatory disease, pelvic pain, rash, rash macular, sitting disability, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in dates of removal and insertion. Date of insertion is (B)(6) 2014 and date of removal is (B)(6) 2013 (as given in first follow-up). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.562 kgs. Hysterosalpingogram - on (B)(6) 2015: non-filling of either fallopian tube, suggests occlusion at the cornual location. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, urinary tract infection, hyperhidrosis, alopecia, weight increased, nausea, anxiety, insomnia, menorrhagia , dyspareunia, headaches, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: pfs received. Reporter information were added. Medical history, historical drug and concomitant drug were added. Event verbatim were updated as migraines/debilitating migraines. Event : inabiltiy to sit and inabiltiy to sit or stand for periods of time were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain increased baseline pain post essure placement") and pelvic inflammatory disease ("pelvic inflammatory disease") in a 32-year-old female patient who had essure (batch no. B71768) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included gestational hypertension, kidney stone, polycystic ovarian syndrome, pelvic inflammatory disease and parity 4. Previously administered products included for birth control: mirena from (B)(6) 2013 to (B)(6) 2014 and generess until (B)(6) 2013. Concurrent conditions included burning micturition, low back pain, blood in urine, pruritus, mood swings, emotional problems, ovarian cyst, metrorrhagia, polycystic ovaries, allergic reaction to analgesics, premenstrual dysphoric disorder, malaise, polycystic ovarian syndrome and vomiting. Concomitant products included sertraline hydrochloride for anxiety as well as hydrocodone bitartrate;paracetamol (lortab), medroxyprogesterone acetate (provera), metformin hydrochloride (metformin hcl), metronidazole (metrogel vaginal), mirtazapine, mirtazapine (remeron), naproxen, ondansetron hydrochloride, ranitidine hydrochloride, ranitidine hydrochloride (zantac), sertraline hydrochloride (zoloft), tamsulosin hydrochloride (flomax relief) and tranexamic acid. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal) / vaginal spotting"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: frequent urinary infections"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), nervousness ("psychological or psychiatric problems condition: increase nervousness"), rash ("rashes or skin conditions type: rash"), rash macular ("rashes or skin conditions type: blotching"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), insomnia ("insomnia"), lethargy ("lethargy"), hyperhidrosis ("sweating") and pelvic cyst ("pelvic cysts") and was found to have hormone level abnormal ("hormonal changes describe: imbalance of hormones") and weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (surgical removal of coil(s) and to remove the essure implant, surgical removal of coil(s)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urinary tract infection, anxiety and insomnia was resolving, the pelvic inflammatory disease, hormone level abnormal, vaginal haemorrhage, menorrhagia, depression, nervousness, rash macular, migraine, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, urinary tract disorder, bladder disorder, lethargy, hyperhidrosis and pelvic cyst outcome was unknown and the rash and headache had resolved. The reporter considered allergy to metals, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hyperhidrosis, insomnia, lethargy, menorrhagia, migraine, nausea, nervousness, pelvic cyst, pelvic inflammatory disease, pelvic pain, rash, rash macular, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in dates of removal and insertion. Date of insertion is (B)(6) 2014 and date of removal is (B)(6) 2013 (as given in first follow-up). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.562 kgs. Hysterosalpingogram: on (B)(6) 2015: non-filling of either fallopian tube, suggests occlusion at the cornual location.. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, urinary tract infection, hyperhidrosis, alopecia, weight increased, nausea, anxiety, insomnia, menorrhagia , dyspareunia, headaches, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain increased baseline pain post essure placement") and pelvic inflammatory disease ("pelvic inflammatory disease") in a 32-year-old female patient who had essure (batch no: b71768) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included gestational hypertension, kidney stone, polycystic ovarian syndrome and pelvic inflammatory disease. Previously administered products included for birth control: mirena from on (B)(6) 2013 to on (B)(6) 2014 and generess until on (B)(6) 2013. Concurrent conditions included burning micturition, low back pain, blood in urine, pruritus, mood swings, emotional problems, ovarian cyst, metrorrhagia, polycystic ovaries and allergic reaction to analgesics. Concomitant products included sertraline for anxiety as well as hydrocodone bitartrate; paracetamol (lortab), medroxyprogesterone acetate (provera), metformin, metronidazole (metrogel vaginal), mirtazapine, mirtazapine (remeron), naproxen, ondansetron hydrochloride, ranitidine, ranitidine hydrochloride (zantac), sertraline hydrochloride (zoloft) and tamsulosin hydrochloride (flomax relief). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal) / vaginal spotting"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: frequent urinary infections"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), nervousness ("psychological or psychiatric problems condition: increase nervousness"), rash ("rashes or skin conditions type: rash"), rash macular ("rashes or skin conditions type: blotching"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), insomnia ("insomnia"), lethargy ("lethargy"), hyperhidrosis ("sweating") and pelvic cyst ("pelvic cysts") and was found to have hormone level abnormal ("hormonal changes describe: imbalance of hormones") and weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (surgical removal of coil(s) and to remove the essure implant, surgical removal of coil(s)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, urinary tract infection, anxiety and insomnia was resolving, the pelvic inflammatory disease, hormone level abnormal, vaginal haemorrhage, menorrhagia, depression, nervousness, rash macular, migraine, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, urinary tract disorder, bladder disorder, lethargy, hyperhidrosis and pelvic cyst outcome was unknown and the rash and headache had resolved. The reporter considered allergy to metals, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hyperhidrosis, insomnia, lethargy, menorrhagia, migraine, nausea, nervousness, pelvic cyst, pelvic inflammatory disease, pelvic pain, rash, rash macular, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in dates of removal and insertion. Date of insertion is on (B)(6) 2014 and date of removal is on (B)(6) 2013 (as given in first follow-up). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.562 kgs. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, urinary tract infection, hyperhidrosis, alopecia, weight increased, nausea, anxiety, insomnia, menorrhagia , dyspareunia. Most recent follow-up information incorporated above includes: on 11-feb-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs and mr- hormonal changes describe: imbalance of hormones, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: frequent urinary infections, psychological or psychiatric problems condition: anxiety and depression, increase nervousness, rashes or skin conditions type: rash, blotching, migraines / headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain / loss (specify which one) weight gain, hair loss, bladder or urinary problems or changes, insomnia, lethargy, sweating, pelvic cysts, pelvic inflammatory disease, did not undergo confirmation test. Outcome of event pelvic pain was updated. Reporter information, medical history, concomitant drug, historical drug were added. Date of insertion were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.